Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient noted pain at the insertion site while wearing the pod for between 5 and 24 hours. When the pod was removed, the needle reportedly did not retract as intended. A new pod was applied.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. No retraction of either cannula was observed. Exposed needle caused the reported pain during insertion. Inspection of the needle mechanism found that the needle was not seated in the slide retract. Slide retract was found to be damaged, which was caused by an incorrect installment of the hard cannula. Incorrect installation of the hard cannula caused it to not retract properly. Download data shows an 0x6a alarm was generated, indicating an occlusion during run. No timeouts or drive stalls were observed. Fluid did not flow through the compete fluid path due to an occlusion in the fluid path. The blockage could not be cleared with a soldering iron or by soaking. Blood was observed in the reservoir. It could not be determined if the blood in the reservoir or the exposed needle contributed to the alarm. The exact cause of the 0x6a hazard alarm could not be determined.